Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll ns had tip breakage. The following information was provided by the initial reporter: material#: 302055, batch#: 2501081. Complaint via email. We received complaint: (B)(4), indicating a syringe broke during use by the customer. This event was experienced with use of syringe item: 153238, lot: 2501081. A photo was provided; the physical sample is available.